Manufacturer narrative:
This is final MDR report being submitted for this complaint with associate MFR#3008264254-2017-00023. A non-sterile orbit complex fill 5x15 tdl was received coiled inside of a plastic bag. The hypo tube was inspected and no damages were noted on it. The introducer was received partially zipped. The support and griper were found inside of introducer while the embolic coil was received stretched/kinked in a tangled condition. The gripper and the embolic coil were inspected under the microscope through the introducer; no damages were noted on the gripper while the embolic col was found stretched/kinked in tangled condition. The od from the delivery tubes were measured and were found to be within specification. Actual hypotube od 0.0127¿, specification: 0.0130" (+0.0000 / -0.0005); actual body fusion od 0.0150¿, specification: max od 0.0156". The rest of the ods cannot be measured as rest of the device was the introducer. The DHR investigation cannot be performed as the lot number was not provided. The failure reported by the customer as ¿dcs ¿ impeded in micro catheter¿ could not be evaluated due to the condition of the received unit. The failures reported by the customer as ¿coil - unraveled/stretched¿ was confirmed during the visual analysis. The damages found on the embolic coil were apparently caused by applying excessive force applied on it but it could not be conclusively determined. However, this defect could not be related to the manufacturing process, procedural factors appear to have contributed to this damage. The analysis suggests that the failure reported could not be related to the manufacturing process. No corrective action will be taken at this time.

Manufacturer narrative:
This is intial MDR report being submitted for this complaint with associate MFR#3008264254-2017-00023. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a healthcare professional, during the procedure physician experienced resistance when using an orbit complex fill 5x15 coil. The procedure was coil embolization of an intracranial aneurysm of size 5.8 x 5.6mm. It was reported that the first coil used during the surgery an orbit complex coil could not be advanced via the microcatheter. The coil was withdrawn however was found to be stretched. A new coil was used to complete the procedure. The reported event did not require removal of the prowler 14 microcatheter, only the complaint coil was removed from the patient. There was no report of patient injury. There were no damages noted on the coil at any time prior to the resistance/friction and there were no kinks/bends on the microcatheter prior to use or noted on removal. An adequate continuous flush was maintained through the catheter. There were no surgical delays related to device or reported event. It was initially reported that the complaint product is available for return.